Event description:
The provider states the mattress is bottoming out. The provider states there were no injuries.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. The mattress was sagging.

Event description:
The provider states the mattress is bottoming out. The provider states there were no injuries.